Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause and the outcome of the peritonitis was unknown. On the same day as onset the patient was hospitalized for the event and began treatment with injection vancomycin and ceftazidime (both 1 gram, once a day, routes were not reported). At the time of this report, the patient remained hospitalized and the antibiotic therapies were ongoing. It was not reported if dianeal and extraneal therapies were ongoing. No additional information is available.